Manufacturer narrative:
Investigation conclusion: the customer¿s report the (pcu) front case did not power on was confirmed on the returned keypads. Test results identified both received keypad¿s ac indicator lights not illuminating as expected and the system on keys not functioning as intended. Further testing observed the rest of the keys were able to function as intended. Device inspection: external and internal inspection was performed on (qty 2 printec p/n tc10008389). During external inspection, the keypads were observed to be in good condition with no issues observed. During internal inspection, the front case/keypad assemblies were observed with a broken flex cable trace (20 for power) and contamination along the flex cable. Root cause analysis: previous cad failure investigations have identified this issue to be associated with fluid entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only front case keypad assemblies were provided for the investigation.

Event description:
It was reported that the customer is replacing the (pcu) front case due to the pc unit would not power on. There was no patient involvement.